Manufacturer narrative:
One-unit model 7448 raider guidewire was returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found, therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was completed. The guidewire was severely damaged but remained intact. The outer coil was broken, and the polymer jacket was caught in the coil. The outer coil was stretched and knotted with polymer material caught in the knotted section. It appeared that no material was missing. Based on the event details and the returned product evaluation the root cause for the failure is related to operational context.

Event description:
Raider wire was in place in rca and physician commented that device seemed to be "getting stuck" on wire. Wire was removed from coronary anatomy and inspected by physician who noted, it looks like the polymer jacket is coming off. It is reported that the physician is unwilling to provide any patient demographic details (including age, weight, gender); states it is irrelevant and patient was not impacted.